Manufacturer narrative:
Surgical notes were not provided. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. The tm reverse surgical technique (B)(4). The tm reverse liner inserter (B)(4) is designed to insert the poly liner by converting rotational motion and torque into linear force. This does not expose the humerus to the impaction force it would experience using the poly liner impactor. However with the supplied info an exact cause for the surgeon's difficulty in seating the liner and subsequent fracture cannot be determined at this time. Eval: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the pt's humerus was fractured while attempting to insert the liner.